Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred shortly after the start of a routine hemodialysis treatment, which could not be resolved. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide, which states to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The alarm was most likely caused by restricted dialysate flow. The user's guide provides adequate instructions for troubleshooting alarms and performing rinseback. Technical support provided and no further similar problems reported. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.